Manufacturer narrative:
Device is a combination product. Initial reporter facility name updated from (B)(6) - (B)(6) hospital. Initial reporter address 1 updated from (B)(6) to (B)(6). Initial reporter city updated from (B)(6) to (B)(6). Initial reporter phone updated from (B)(6) to (B)(6).

Event description:
It was reported that the stent moved on the balloon. During unpacking of a 4.50 x 20 synergy drug-eluting stent, it was noted that the stent had shifted on the delivery catheter. The catheter never entered the patient's body and the patient was successfully treated with another of the same device. There were no complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent moved on the balloon. During unpacking of a 4.50 x 20 synergy drug-eluting stent, it was noted that the stent had shifted on the delivery catheter. The catheter never entered the patient's body and the patient was successfully treated with another of the same device. There were no complications reported.